Manufacturer narrative:
Investigation into the reported failure has been completed. Our field service engineer investigated the system on-site. The reported failure that the system checkout failed due to leakage was reproduced. Two pressure transducer pcbs were replaced. Further investigation by our field service engineer found that the threads on the plastic towers that is mounted on the pressure transducer pcbs were damaged and this was the cause of the leakage. No parts were returned for investigation and device logs were not received. The pressure transducer pcbs are pneumatically connected to the system via a gas pressure tube. The gas pressure tube is connected to the plastic tower on the pressure transducer pcb. The pressure transducer pcb measures the pressure conveyed via the pressure tube. The leakage may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause of the damage on the plastic towers has not been determined.

Event description:
It was reported that the anesthesia system failed the system checkout due to leakage. There was no patient involvement. Manufacturer's reference #: (B)(4).